Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Customer stated that the issue was resolved on the phone. The intuitive surgical, inc. (Isi) field service engineer (fse) noted that he would continue to monitor the reported problems remotely. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that the universal surgical manipulator (usm) arm 4 did not lock into place on the system. The operating room (or) staff member indicated that this issue occurred during a da vinci-assisted surgical procedure a few weeks ago but could not provide the event date. She recalled that when one of the clutch buttons was pressed, the arm would move, but failed to lock into place once the button was released. The issue has not recurred since that day. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the reporter was a traveling nurse and was no longer with the team. The coordinator was on vacation during that period and did not have further details. It appeared that the issue was resolved by the staff present at the time.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and phone support details.

Event description:
Refer to h11 for follow-up information.